Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. The customer was in contact with a healthcare professional (hcp) who treated the customer with insulin\glucagon or other medication. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) have been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was activated with and known good reader sn: (B)(6) and the reader successfully communicated with the returned sensor. The reported error message was not observed. Pqe physically inspected the returned sensor and no physical abnormalities were observed. The customer's complaint was replicated and the sensor was able to communicate without any issues. Due to customer's complaint not being observed therefore the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.